Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. Reportedly, the customer reloaded the same cartridge without going through the load process. The customer's blood glucose level was approximately 500 mg/dl. The customer changed pump supplies to resolve the issue.